Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) was failing helium calibration. There was no patient involvement.

Manufacturer narrative:
During a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was failing the helium calibration. The fse noted that the unit would not hold helium pressure to obtain calibration measurements and the system depleted helium. The fse isolated the helium leak to pim assembly. And, in order to solve the issue the fse replaced the pim assembly. The fse then completed the pm with full calibration, functional testing and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet national repair center (nrc). The technician installed the patient interface module into the cardiosave test fixture and tested the patient interface module to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the patient interface module failure - "fluid ingress of an unknown nature (possible saline) was observed in the pim". Due to fluid ingress the pim was not tested. Retaining the patient interface module in the nrc per procedure.